Event description:
The consumer states when he sat on the rollator. The seat allegedly broke away from the frame, causing him to fall and break his wrist and collar bone and chip his elbow.

Manufacturer narrative:
The consumer reportedly transferred into the rollator from their auto and the seat allegedly broke away from the frame. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. As a conservative measure, MDR filed based on alleged serious injury.